Event description:
Customer alleged the chair broke at the frame. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct6a, (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he is a paraplegic with a closed fracture thoracic vertebra, pulmonary collapse and an unspecified head injury. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown, but the consumer stated that he had a welder fix the tabs under the seat previously. Dealer stated that the consumer advised him that the chair broke at the frame and he had taken it to a local welder to repair. The dealer advised the consumer that this action could possibly void his warranty as the welder was not an authorized invacare technician. The consumer stated that he was ok with that.